Manufacturer narrative:
MDR - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the insulin flow blocked alarm. The insulin flow blocked alert with six different infs from the same market unit. However, after using another infusion set from a different market unit the issue was resolved. No further information available.